Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown; product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving sufentanil with concentration 6000 mcg at a dose rate of 1000 mcg via an implantable pump for non-malignant pain. It was reported that a physician¿s office called the company representative to decrease the pump by 50 %. The patient had a refill on (B)(6) 2018 and experienced a loss of consciousness (loc). The event occurred during normal use. The patient was sent to the emergency room. The rate was reduced by 50% by the physician on the intensive care unit floor. The patient was administered narcan at the office and a narcan drip at the hospital was further noted. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient had a recent refill and no change in medication. No surgical intervention occurred, and no surgical intervention was planned. The patient was without injury regarding their status at the time of the report. The issue was not resolved at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were unknown and indicated as having been requested but would not be made available. No further patient complications have been reported as a result of this event.